Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted the patient died approximately three months following device system implant. Circumstances surrounding the death will be requested. No complaints or allegations against the device or leads have been made.